Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. Several clips malformed and one clip dropped from the jaws before firing. A competitor device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Lockout premature, clip, handle. The analysis results found that device (a) was returned with the handle seam cracked. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, the lockout feature was found to be non-functional. In order to evaluate the device's internal components the device was disassembled. Upon disassembling of the device, handle posts were found to be broken which denotes that a premature lockout occurred. It could not be determined what may have caused the findings. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # g9jr8d, mfg date: 03/26/2010; exp date: 02/26/2015.